Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the display. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump had intermittent display. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) verified that the display assembly functioned normally. The complaint condition was not duplicated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.